Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer report numbers: 2017865-2017-01803 and 2938836-2017-19153. The right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were displaced. There was a loss of ra stimulation and intermittent capture on the rv lead due to the dislodgement. During the revision procedure, the ra and rv leads were repositioned to resolve the event. The lv lead was explanted and replaced due to the dislodgement and insulation damage noted on the lv lead. The patient was stable following the procedure.